Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the customer reported pulps coming out of the biopsy channel could not be established as it was not confirmed that there was a problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported pulps coming out of the biopsy channel during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement reported.